Manufacturer narrative:
(B)(6) healthcare clarksville . Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger is not advancing, having trouble with flush (clogged/blocked). The following information was provided by the initial reporter: plunger rod not advancing - "flush stopping as they are pushing" received phone call that a nurse in the ed was having an issue with flush syringe. A nurse in the ed, said she noticed the flush would stop and then go a little bit, and stop again making it seem like the IV was bad. I asked if it happened today and she said someone else on her team noticed it yesterday & then 3 times today.